Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the 3 resolute integrity drug eluting stents were implanted; 2 in the cx and the 3rd in the 2nd om. During a staged procedure approximately 1 month later another 4 resolute integrity drug-eluting stents were implanted in the rca. Approximately 2 months post index procedure patient expired. Cause of death was cardiac death. Cec has adjudicated that the reported death was not related to the study device. It was assessed that the cardiac death was not related to the study stents.